Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# v014595, implanted: (B)(6) 2007, product type lead. Product ID: 3487a-33, serial/lot #: (B)(4), ubd: 06-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient picked at a scab, pulled the scab off, and pulled lead out of her back. The patient brought in the lead to the hcp office taped to a piece of paper. The patient stated to the hcp staff that she was scratching at a scab and pulled the scab off and then felt the stimulator lead and pulled it out. No factors were said to have led to the issue. No further complications were reported.